Manufacturer narrative:
A patient's ipg became loose in the pocket and was flipping in the lower back was reported to abbott. As a result, the ipg was secured in a new pocket site, which resolved the issue. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg became loose in the pocket and was flipping in the lower back. As a result, surgery occurred to secure the ipg in a new pocket site, which resolved the issue. Exact date of the procedure is unknown.